Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurement of greater than 3,000 ohms and noise. The noise was not being oversensed. Boston scientific technical services discussed programming options with the health care professional. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurement of greater than 3,000 ohms and noise. The noise was not being oversensed. Boston scientific technical services discussed programming options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that there were high threshold measurements when programmed bipolar sensing with unipolar pacing. A lead safety switch (lss) was observed previously. A chest x ray was performed in which the physician believed there was a possible fracture near the clavicle. The patient was referred to another clinic for rv lead replacement. At this time the rv lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurement of greater than 3,000 ohms and noise. The noise was not being oversensed. Boston scientific technical services discussed programming options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that there were high threshold measurements when programmed bipolar sensing with unipolar pacing. A lead safety switch (lss) was observed previously. A chest x ray was performed in which the physician believed there was a possible fracture near the clavicle. The patient was referred to another clinic for rv lead replacement. At this time the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.